Event description:
The patient contacted animas on (B)(4) alleging that she smelled insulin inside her cartridge compartment. There is no evidence of moisture inside the cartridge compartment at this time. There was no moisture at the plunger end of the cartridge or at the luer lock. The tubing is securely fastened to the cartridge. On two occasions over the past month the patient's blood glucose level ran higher than usual, up to 190 mg/dl with no signs or symptoms of hyperglycemia reported. The usual blood glucose range is 120-130 mg/dl. She did not take notice when her blood glucose was elevated if there was any evidence of insulin leaking at that time. Although the patient could not identify a time when moisture was apparent this complaint is being reported because she reported smelling insulin inside the cartridge compartment, which may indicate a leak. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. The patient did not have the cartridges to return and the lot # is unknown. No conclusions can be made at this time.